Event description:
IV tubing was defective. The end that connects to the patient was completely detached from rest of tubing. This defect also allowed slider clamp to detach from tubing. This tubing was not used on patient due to defect.